Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Disposed.

Event description:
It was reported to boston scientific corporation that during a hydrothermal ablation procedure using a hydrothermal procedure set device, the patient sufferred "superficial burns" on her thighs (adult female patient; age and weight are unknown). According to the complainant, the in-flow and out-flow tubing was laid upon the patient's thighs, which caused the burns. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "stable."